Manufacturer narrative:
Additional information received from the physician noted the cause of death as congestive heart failure and further noted the death was unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2012 (B)(6); 694765 implantable tachy lead implanted: 2008 (B)(6); 5076-52 implantable pacing lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported the patient is deceased and died approximately eight months after implantable cardioverter defibrillator (ICD) replacement. The cause of death has been requested and not received.